Manufacturer narrative:
29-apr-2022, product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Almost choked [choking sensation]. Fell off - oral-b [device breakage]. Didn't feel like it fit right and was kind of shaky - oral-b [device connection issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: elderly female consumer via phone stated that the oral-b cross action toothbrush heads fell off of her oral-b toothbrush and almost choked her. She thought it was a fluke, so she tried to put another one on, and it didn't feel like it fit right and was kind of shaky. No injury was reported. 29-apr-2022 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral b toothbrush head refill.

Event description:
Almost choked, choking sensation. Fell off - oral-b, device breakage. Didn't feel like it fit right and was kind of shaky - oral-b [device connection issue. Is it possible that it is a knock off - oral-b, suspected counterfeit product. Elderly female consumer via phone stated that the oral-b cross action toothbrush heads fell off of her oral-b toothbrush and almost choked her. She thought it was a fluke, so she tried to put another one on, and it didn't feel like it fit right and was kind of shaky. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.